Event description:
It was reported that shaft break occurred. The target lesion was located in the septum of the left atrium. A trans-septal sheath was unable to be advanced over a trans-septal needle so the trans-septal sheath was left in the right atrium. A mailman guide wire was advanced and coiled in the left atrium. Then a 2.50mm x 12mm emerge¿ balloon catheter was advanced over the guide wire. An attempt was done to advance the trans-septal sheath to the left atrium but was unsuccessful. The balloon catheter was removed however upon withdrawal, it was noted that approximately 15-20cm of the distal portion of the catheter separated from the proximal shaft. An attempt was performed to retrieve the detached portion of the balloon catheter but was unsuccessful. The procedure was not completed and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).